Event description:
It was reported to gore that a pt alleges to have experienced pain, adhesions, mesh erosion and mesh extrusion/protrusion after having been implanted with gore-tex soft tissue patch. It was also reported that the pt underwent a least one add'l surgical procedure to remove the device. Add'l, event specific info has not been provided.